Event description:
It was reported that the during a follow up, undersensing and a decrease in signal amplitude from the right ventricular (rv) lead was observed. The patient underwent a transoesophageal echocardiography (toe) and defibrillation threshold (dft) testing based on an unrelated clot. During the toe, the physician elected to reposition the rv lead to resolve the event. Due to patient morphology, the physician also explanted and replaced the right atrial (ra) lead. The patient was stable with no additional consequences.